Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the adc application in use with an ios operating system. Customer reported ¿the app won't pick up sensors¿. As a result, the customer was unable to monitor glucose with sensor readings and experienced a loss of consciousness, requiring third-party treatment of oral glucose gel. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The user reported unknown and unspecified application issue with the freestyle librelink application. Successfully received high and low alarm notifications using a similar configuration, and was unable to reproduce the complaint. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the adc application in use with an ios operating system. Customer reported ¿the app won't pick up sensors¿. As a result, the customer was unable to monitor glucose with sensor readings and experienced a loss of consciousness, requiring third-party treatment of oral glucose gel. There was no report of death or permanent injury associated with this event.